Event description:
Our only correspondence was received via mail on july 30, 2025, from (B)(6) from her lawyer advising us that she has retained council with respect to injuries she sustained in a trip and fall incident which occurred on (B)(6) 2025. The lawyer states that it is their understanding that on (B)(6) 2025, at approximately 8:00 p.m. Ms. (B)(6) exited an airplane and was provided with a wheelchair attached to a wheelchair mover. The wheelchair mover malfunctioned, causing ms. (B)(6) to crash into a wall sustaining severe injuries as a result of the incident. This is all that we have about the incident / event reported at this time of our investigation. There has been no additional information presented by the patient identified other than shared above. We also have not been able to confirm the exact serial number to one of (B)(6). Past machine sales. We plan to send correspondence requesting more information to support the investigation.